Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that the device has an equipment failure where the defibrillation test fails with "service unit" message. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which it was determined that the defibrillation test fail was attributed to user error. The user had failed to clean the electrode pads causing the fail. The electrode plate was cleaned and defibrillation test passed. The investigation concludes that no further action is required at this time.